Event description:
Patient is a long term diabetic who uses novolog pen and lantus injection. His dr switched his lantus to the new opiclick. Upon his first time using it, he could not feel that he got the dose. He then injected it again and still did not feel like he rec'd the medication. He then set his alarm clock for 2am and was going to check his glucose then to make sure that he did actually get the dose. However, he did not wake up to hear his clock. He was found past out on the floor by his son. His blood glucose, while in the ambulance, was 27. They administered d5w and upon arrival to the hosp it was 62.